Event description:
A patient reported via manufacturer representative that they had an MRI two days prior to the date of this report for reasons that were unrelated to the device or therapy. It was reported that the patient's device was in MRI mode and that they felt warmth at the site of their implantable neurostimulator (ins) after the scan. The manufacturer representative reviewed labeling guidance around active scan times for full body scans and the possibility of feeling warmth if the scan is longer than recommended. Indication for use is spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.